Event description:
Fluid leakage from the valve was noted during an af ablation procedure. An agilis 13f sheath was used for an af ablation in the la. The mapping system used was opal (non-abbott). The sheath was used with the orion mapping catheter (non-abbott) to map the la. Everything was functioning properly. When the farawave catheter (boston scientific) was inserted into the sheath, there was continual leakage from the valve. They opened a new agilis and that resolved the issue. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.